Event description:
It was reported that a double beeping with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Customer problem was not duplicated during investigation. Found high pressure and no disposable messages in the event history log that is causing double beep - cassette attached. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor.